Manufacturer narrative:
Concomitant medical products: product ID: 9733763, serial/lot #: (B)(4). Software analysis was performed but the software appeared to be working as intended. No issue was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the rep was getting inverted images in the cranial software. The rep followed an article and resolved the issue. There was no patient present. (B)(6) 2021 e1(rep): additional information received from a manufacturer representative reported that the cause of this issue was the scanner. The scan came across inverted due to CT scanner settings. The representative was able to enter a linux code and correct the issue. (B)(6) 2021 e3 (rep): no new information. *computer replacement captured in 704325027*